Manufacturer narrative:
The system was serviced in the field and passed all tests. The system was performing as intended. The operating voltage was low and was adjusted. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system was unable to initialize. There was no patient present at the time of the event.